Event description:
The user facility reported that the radifocus guidewire m product was used in a case for biopsy. It was reported that when used in combination with a competitor's product medikit introducer (guiding sheath) before being used in combination with a biopsy catheter, the distal end of the guidewire (gw) was fractured in the right ventricle. The fractured tip in the right ventricle was successfully retrieved with snare, and the guidewire (gw) was retaken to continue the procedure. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). PMA/510(k): k926214. The actual device was returned for product evaluation. Visual inspection of the actual sample upon receipt obtained following results: (1) it had been kinked at approx. 35mm from the distal end. (2) it had been fractured at approx. 53mm from the distal end. (3) the total length of actual sample was approximately 1800mm. Since the length of normal product is approximately 1800mm, it was inferred that there was no missing part in the actual sample. Magnifying inspection of the actual sample obtained following results: (1) a dent in the circumferential direction was found at approximately 25mm from the distal end. (2) no tearing of the outer layer was found in the kinked section at approximately 35mm from the distal end. (3) the wire had been exposed at the fractured section on the distal side. (4) the shape of the fractured section of the outer layer matched on the distal end side and the rear end side. Electron microscopic inspection of the actual sample obtained following results: (1) wrinkles were found in the dented section at approximately 25mm from the distal end and the outer layer at approximately 35mm from the distal end. (2) wrinkles and torn shapes were found in the outer layer on both the distal end side and the rear end side. The outer diameter (normal section) of actual sample was measured and confirmed to meet the specifications. The outer layer of actual sample was removed, and electron microscopic inspection of the wire state was performed. Both the fractured section of wire on the distal end side and the rear end side had been curved. No taper was found on both the fractured section of wire on the distal end side and the rear end side. A dimple pattern (a hole-shaped pattern) was found on both the fractured surface of wire on the distal end side and the rear end side. Simulation test was performed. In ashitaka factory, the following simulation test was performed for the fracture of guidewire, and we have been aware that there is regularity in the wire state depending on the mechanism leading to the fracture. When repeated bending force was applied. 180 ° folded bending force was continuously applied until fracturing occurred. No taper was found on the fractured section of wire, and a dimple pattern (a hole-shaped pattern) was found on the fractured surface of wire. Due to this, it was likely to be similar to the actual sample. Regarding the curvature found on the fractured section of wire of the actual sample, it was likely that it was caused by continuous bending force in the same direction instead of 180 ° bending force. When pulling force was applied in a looped state. Pulling force was applied in a looped state until fracturing occurred. The fractured section of wire was curved and tapered, and the fractured surface of wire was rough. Curvature was found at the fractured section of wire on the actual sample, but no tapering was found on it. Therefore, it was likely that the mechanism of occurrence was different from the actual sample. Pulling force was applied until fracturing occurred. The fractured section of wire was tapered. It was likely that the mechanism of occurrence was different from the actual sample. When continuous torque force was applied in the same direction while the guidewire was curved. Continuous torque force was applied in the same direction until fracturing occurred. No taper was found on the fractured section of wire, it was flat, and radial patterns were found on the fracture surface of wire. Therefore, it was likely that the mechanism of occurrence was different from the actual sample. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. Based on the investigation result, no anomaly was found in the outer diameter and the history record of the actual sample. Since no taper was found on the fractured section of wire and a dimple pattern (a hole-shaped pattern) was found on the fractured surface of wire, and from the simulation test result, it was likely that repeated bending force was applied to the same location, and the wire was fractured due to metal fatigue. After that, it could not withstand the force during use, and the outer layer was torn and cut off. Since the total length of actual sample was equivalent to the normal product, it was likely that there was no missing part in the actual sample. From the reported issue, it was inferred that since the actual sample entered the y connector port when it was inserted, the kink occurred (at approximately 35mm from the distal end). In addition, since the positions of the fractured section and the kinked section were different, it was presumed that there was no causal relationship with the fracture. Regarding the dent at approximately 25mm from the distal end, it was likely that it occurred when the actual sample was trapped with snare during retrieving the fractured piece. IFU states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." (B)(4).